Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. It was also reported that the insulin gauge was inaccurate and static. The fill estimate normalized and no cartridge change was needed. The customer¿s blood glucose was 130-184 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.